Event description:
At tuesday chemotherapy appointment, fluorouracil home ambulatory pump was administered. On wednesday, the patient noted pump had not dispensed any medication. The patient went to the infusion therapy department, registered nurse (rn) confirmed that all clamps were open, no medication had been administered. Port was flushed without issue. A new fluorouracil pump was applied.